Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual details detection and prevention methods associated with the presence of foreign material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the customer returned device the following defects were found, nozzle clogged with foreign material (dark-colored material mixed with fibrous deposits), angle rubber pierced and leaking, discoloration of the angle rubber glue, distal end cover scratched, key top 1 worn and torn, charged coupled device cover lens chipped (slightly), crease on connecting tube (slightly), universal cord has wrinkle (slightly), scope cover scratched (slightly), up/down knob scratched, angulations out of specification and insulation distal/end resistance value out of specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had insufflation problem. Upon inspection and testing of the customer returned device, foreign material (dark-colored material mixed with fibrous deposits) was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.